Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shock shortly post implant. The device sensing vector was reprogrammed. A week later the device delivered an additional four more inappropriate shocks. The patient requested the device to be deactivated. The device was observed to move freely in the pocket and during pocket manipulations, amplitude change are observed. Boston scientific technical services (ts) was consulted and confirmed the presence of low amplitude and t-wave oversensing which contributed to the inappropriate shocks. Ts confirmed that the device placement appears appropriate per x-ray imaging albeit the device loose in the pocket. Ts recommended aggressive postural based isometrics and pocket manipulation with possible surgical intervention. The device was later explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This investigation is still in progress.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shock shortly post implant. The device sensing vector was reprogrammed. A week later the device delivered an additional four more inappropriate shocks. The patient requested the device to be deactivated. The device was observed to move freely in the pocket and during pocket manipulations, amplitude "change are" observed. Boston scientific technical services (ts) was consulted and confirmed the presence of low amplitude and t-wave oversensing which contributed to the inappropriate shocks. Ts confirmed that the device placement appears appropriate per x-ray imaging albeit the device loose in the pocket. Ts recommended aggressive postural based isometrics and pocket manipulation with possible surgical intervention.